Event description:
Caller reported receiving cgm error 42. According to the information provided, the blood glucose level was within normal range, as no adverse impact was reported. Technical support guided the caller through a complete pump reset, and the error did not reappear, allowing the caller to successfully start a new sensor session.